Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("expulsion of essure device, malposition of essure device location of device: into uterus"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included migraine headache. Concomitant products included marvelon (reclipsen) and medroxyprogesterone acetate (depo-provera). On (B)(6) 2010, the patient had essure inserted. On 15-jun-2010, 6 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), complication of device removal ("attempt initial removal aborted because of complications"), back pain ("lower back pain"), pain ("severe left sided pain") and abdominal pain lower ("abdominal pain/severe cramping"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), hypotension ("hypotention"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("bladder infection"), urinary tract infection ("urinary infection"), infection ("infection (other)"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dermatitis contact ("contact dermatitis"), vaginal discharge ("vaginal discharge") and dehydration ("dehydration"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), and surgery (ablation). Essure was removed on 9-jul-2010. At the time of the report, the pelvic pain, device expulsion, menorrhagia, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, hypotension, bladder disorder, urinary tract disorder, dyspareunia, fatigue, alopecia, cystitis, urinary tract infection, complication of device removal, infection, migraine, headache, nausea, dermatitis contact, vaginal discharge, back pain, pain and dehydration outcome was unknown and the dysmenorrhoea and abdominal pain lower was resolving. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, complication of device removal, cystitis, dehydration, dermatitis contact, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, hypotension, infection, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: migration of device in uterine cavity bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet : the event "surgery to remove the essure implant" deleted. Abnormal bleeding (general), hormonal changes describe:, abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, fatigue, hair loss, hysterectomy (partial), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, infection (other) describe:, malposition of essure device location of device: into uterus, migraines / headaches, migration of essure device location of device: into uterus,nausea, pain, rashes or skin conditions type: contact dermatitis, salpingectomy (bilateral removal offallopian tubes), tubal ligation, vaginal discharge, other injury(ies) or complication (s) please describe:severe left sided pain; attempt initial removal aborted because of complications added as events.patient, reporter and product information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up information received - quality-safety evaluation of ptc (ptc global number: (B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after approximately 4 years had surgery to remove the essure implant. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer / attorney in the united states, on behalf of a plaintiff/plaintiff's family in united states on 17-nov-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010. She had surgery to remove the essure implant on (B)(6) 2014. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after approximately 4 years had surgery to remove the essure implant. This event is anticipated in the reference safety information for essure. In the present case, limited information was provided. The exact reason for device removal was not specified. Despite the lack of details for a comprehensive causality assessment, considering essure removal was required, causality with the suspect insert cannot be excluded and this case was regarded as incident. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device expulsion ("expulsion of essure device, malposition of essure device location of device: into uterus/migration of essure- vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 22-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included post-traumatic stress disorder, bipolar disorder and asthma. Concurrent conditions included migraine headache and anxiety. Concomitant products included cilest (ortho tri-cyclen) for birth control as well as hydrocodone from 2009 to 2017, ibuprofen from 2009 to 2017, marvelon (reclipsen), medroxyprogesterone acetate (depo-provera) and tramadol. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 13 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), complication of device removal ("attempt initial removal aborted because of complications"), back pain ("lower back pain"), pain ("severe left sided pain") and abdominal pain lower ("abdominal pain/severe cramping"). In 2010, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary infection") and fungal infection ("yeast infection"). On (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced fatigue ("fatigue"), nausea ("nausea") and dehydration ("dehydration"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced hormone level abnormal ("hormonal changes"), hypotension ("hypotention"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), infection ("infection (other)"), dermatitis contact ("contact dermatitis") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, menorrhagia, genital haemorrhage, hormone level abnormal, vaginal haemorrhage, hypotension, bladder disorder, urinary tract disorder, fatigue, alopecia, cystitis, urinary tract infection, complication of device removal, infection, migraine, headache, nausea, dermatitis contact, vaginal discharge, back pain, pain and dehydration outcome was unknown, the dysmenorrhoea and abdominal pain lower was resolving and the dyspareunia had resolved. The reporter considered abdominal pain lower, alopecia, back pain, bladder disorder, complication of device removal, cystitis, dehydration, dermatitis contact, device expulsion, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, hormone level abnormal, hypotension, infection, menorrhagia, migraine, nausea, pain, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of removal:30jun2010,09jul2010,dec2016 diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on 30-jun-2010: migration of device in uterine cavity bilaterally. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality defect per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 1-jun-2018: pfs and medical record received: reporter information, other relevant history, event outcome recovered/resolved fro "dyspareunia (painful sexual intercourse)" and new event yeast infection were added. Essure legal manufacturer has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.